Event description:
A report was received that stated the patient was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. Reportedly, when the staff removed the dressing from around the needle, the cannula had broken off and remained lodged within the portal of the implanted access system. The needle was removed without surgical intervention.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: our technicians received one used metal cannula for evaluation. It was found to measure approximately 2cm in length. The tip of the needle was found to be barbed; this is consistent with having come into contact with a hard surface (such as the bottom or side of a portal). Because such a small portion of the product was returned, our technicians were unable to determine the cause of the breakage or whether the needle was part of a smiths product. According to the report, the needle was discovered to have broken off when the patient's needle dressing was removed. If a needle cannula is too long for access, the tip may press against the bottom of the portal. If the needle is then adhered to the skin, the extra cannula length can be affected by external stresses. Repeated stress may cause the cannula to bend or break off.